Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume testing 3 times. This occurred during testing at the biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed volume test 3 times" was reproduced. The device was tested for flow accuracy and under delivered with -14.96 percent error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pump-side adapter screws which had fallen out and become wedged under the cam shaft assembly which prevented valves from functioning properly. The cam shaft assembly required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.